Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to pain. Surgeon removed and replaced the head, stem and taperloc but the cup remained implanted. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a left total hip arthroplasty and subsequently, underwent a left hip revision due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-03230 and 2014-01265/-01266).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to pain. Surgeon removed and replaced the head, stem and taperloc but the cup remained implanted. Additional information received from patient's legal counsel reports patient underwent a left total hip arthroplasty and subsequently, underwent a left hip revision due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Additional information provided in patient medical records indicate that the right hip revision procedure performed on (B)(6) 2013 noted murky fluid, synovitis with gray-appearing material, polyps looking like vollundular synovitis, and osteolysis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.